Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other similar complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health authority reported that on the first day following an intraocular lens (iol) implant procedure, the patient developed corneal edema and blurred vision. The reason for the symptoms: the patient's lens nucleus was too hard, and a large amount of energy was used in the operation. Antibiotic eye drops were given. After three days, the corneal edema was relieved and the vision had improved. No further information is expected.